Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the secondary infusion is backing up into the primary. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 2 unspecified bd secondary infusion sets experienced flow issues. The following information was provided by the initial reporter: material #: unknown, batch/lot #: unknown. We had two instances of a secondary infusion backing up into the primary line & bag. When I witnessed the setup, the bags were positioned correctly. We redispersed the product and the second preparation infused without incident. I suspect the primary tubing in use has a one way valve on the primary tubing set that is intended to prevent retrograde flow of the secondary set back into the primary bag. At times, there can be some residual glue or manufacturing debris that prevents this little flapper valve to make a tight seal and it can lead to retrograde flow. As I understand it, it is not based on lot number of the tubing, but can be intermittent.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 unspecified bd secondary infusion sets experienced flow issues. The following information was provided by the initial reporter: material #: unknown, batch/lot #: unknown. We had two instances of a secondary infusion backing up into the primary line & bag. When I witnessed the setup, the bags were positioned correctly. We redispensed the product and the second preparation infused without incident. I suspect the primary tubing in use has a one way valve on the primary tubing set that is intended to prevent retrograde flow of the secondary set back into the primary bag. At times, there can be some residual glue or manufacturing debris that prevents this little flapper valve to make a tight seal and it can lead to retrograde flow. As I understand it, it is not based on lot number of the tubing, but can be intermittent.